Manufacturer narrative:
The presence of the k antigen was confirmed on retention capture-r ready-screen (crrs), lot x190. The customer did not return product or sample for investigation. The customer reported that they do not run the test strips in their original plate frames. They remove the strips they need and place them in a saved frame. Therefore, the strip being run is not identified by galileo, only the plate frame. It is possible a crrs strip with the k antigen in cell 1 could have been run on a plate frame where the strips show the k antigen in cell 2. This user error cannot be ruled out as the cause of the event.

Event description:
Customer reported an unexpected negative reaction with a sample containing anti-kel when tested on the galileo. The 2 cell screen assay showed unexpected reactivity with cell 1 and a negative reaction with cell 2. The customer repeated the 2 cell screen assay and the expected results were seen: 3+ reactivity with cell 2 and negative with cell 1. Customer ran the ab_ID assay on the sample and confirmed the presence of anti- k.